Event description:
Consumer experiencing "hi" readings and adjusting insulin to accomodate. One evening had to call the emergency medical system because pt believed they overmedicated themselves. Emergency medical system readings were different from plink readings. Unable to recall actual readings.